Event description:
The company representative met with the patient today for a routine programming. In the last month, when the patient attempts to increase or decrease amplitude, the patient programmer (pp) stops beeping and loses stimulation. The patient cannot increase or decrease stimulation. The patient recalled seeing the orange light on the back, right hand side of the pp. Sometimes the patient sees all lights on the back is lit up. (B)(6) alkaline 9v batteries were in the pp. When the patient uses the decreased stimulation button, the orange light was lit on the back of the pp. The company representative was able to decrease stimulation without the orange light lit on the back of the pp. While troubleshooting, when the patient switches between programs, program 2 displayed an orange light on the back of the pp, stimulation off. The implantable neurostimulator (ins) battery was currently at 2.2v. It was clarified a few weeks later that the patient¿s device was aging and she will have a replacement sometime this year. The device has not reached elective replacement indicator (eri) yet, but they are monitoring. This would be normal battery depletion. They were able to get the programmer working and the patient was able to adjust stimulation. The patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturer representative (rep) thought the patient's implantable neurostimulator (ins) was at an amplitude of 2.1 volts and they were planning for ins replacement. The patient was still getting stimulation but not as high of stimulation as they wanted. At the time of (B)(6) 2015, the patient was unable to increase or decrease stimulation using the patient programmer. It was thought this problem may have been due to the ins being close to end of life (eol). The patient programmer was not replaced since they were anticipating changing out the ins to another platform. There were no longevity concerns with the ins. Impedance readings were done. There were reports of getting question mark, '???', in the results. The patient was scheduled for a normal battery replacement. The patient was getting good therapy coverage. No issue with stimulation coverage. The electrode impedance was tested at 2 volts and a pulse width of 450. It was found that electrodes 0/1, 2/6, 2/7, 3/7, and 6/7 were getting readings of '???'. All other impedances were within normal range. The patient was then programed to 0.85 volts and the electrode impedances were re-ran at 3 volts and a pulse width of 450. Then, electrodes 0/1, 2/6, 2/7, 3/7, and 6/7 had impedances within normal ran ge.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0519571v, implanted: (B)(6) 2005, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-33, lot# j0519571v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).